Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Occupation: lawyer. Follow up is being conducted to determine the legal contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle unf and medical records received. After review of medical records the patient was revised to address pain and hypersensitivity. Operative note reported mild metallic staining in the soft tissues and minimal amount of intra-articular fluid. There was a fair amount of back side metallic staining of the liner. Lab result shows metal ions were above 7 ppb. Doi: (B)(6) 2008; dor: (B)(6) 2018 : right hip.